Event description:
Caller reported that the ibc dropped by 70% in a short period, but the issue did not result in any unexpected shutdowns. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.